Manufacturer narrative:
Upon follow-up, it was reported that pd therapy was discontinued and the patient was transferred to hemodialysis (on an unknown date). At the time of this report, the patient has not recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain and difficulty of breathing. Approximately seven months after the cloudy drain onset, the patient was admitted in the hospital due to difficulty of breathing and for further management. The cause of the events, treatment and action taken with pd therapy were unknown. At the time of this report, the events remained ongoing. The reporter declined to provide additional information.